Event description:
The device was returned to the service ctr with a report from the customer contact that the device did not recognize the cassette during infusion. No additional info was provided. This is not a reportable malfunction; however, during verification testing at the service ctr, the device was found to have an unseated closer regulator.

Manufacturer narrative:
The device mechanism was received (B)(4) 2014. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.